Manufacturer narrative:
Zimmer biomet complaint number (B)(4).. A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D6b: explant date unknown / not provided. E1: last name unknown / not provided. G4: PMA/510(k) number unknown / not provided. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that laser periodontal therapy was done to remove extra cement and assist with bone loss. The implant was removed due to bone loss.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2023-01823 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative. H3 other text : summary investigation.

Event description:
It was reported that laser periodontal therapy was done to remove extra cement and assist with bone loss. The implant was removed due to bone loss.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: h3: changed "no" to "yes."

Event description:
It was reported that laser periodontal therapy was done to remove extra cement and assist with bone loss. The implant was removed due to bone loss.